Event description:
It was reported that an ilet insulin pump sustained a cracked screen while carried in a pocket, after which the device was deemed nonfunctional and was replaced. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued use of the cgm via the dexcom app or receiver and instruction to shut down the device and return it with a provided label. Investigation included verification of shipping and billing details, delivery timeline communication, return logistics, user guidance to sync data to the mobile app, and acknowledgment that data would not transfer to the replacement device. The returned device was received. Investigation of this case revealed physical damage to the display component that prevented confirmation of proper functionality, consistent with a screen break requiring device replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage and not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.